Manufacturer narrative:
Patient weight not made available from the site. Device manufacturing date is unavailable. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in a spine procedure, the percutaneous pin was inserted into the patient's posterior sacral iliac spine percutaneously as normal. When the navigation reference frame was about to be put on to the top of the pin, it was noted that the nub on the pin that enables the frame to be locked down was missing. A search of the immediate surroundings and the packaging failed to find the nub. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight now provided. A medtronic representative, following up with the site, reported the surgeon took out the faulty perc pin and opened new one and used it as per normal procedure. There was no effect on the patient or surgery outcome and case was normal. Device manufacturing date now provided.